Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault alarm. There was no patient involvement associated with the reported event. Respiratory care africa (rca) service technician performed a calibration on the exhaled differential pressure transducer but it failed to resolve the reported issue.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed transducer pt800 and pt802 are faulty. Both transducers have recorded faults on the event trace log. Transducer pt802 failed to calibrate.